Manufacturer narrative:
Date of event: exact date unknown, event occurred two years ago based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 18712841.

Event description:
It was reported that the patient was no longer getting adequate relief. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components will not be returned per facility policy.